Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The failure mode could not be confirmed, the reported product was not returned for analysis and no pictures were provided. Since lot number was not provided, DHR review was not performed. The failure mode could not be confirmed, the complaint sample was not returned for evaluation and a lot number was not provided for DHR review. Therefore, a probable root cause could not be determined. Since the report failure mode could not be confirmed, no probable root cause could be determined. Therefore, no corrective action or preventive action could be identified for the complaint. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Issue relates to a pleurx catheter inserted at (B)(6) by the respiratory team. The catheter fractured leaving a large piece within the pleural space. He was sent over on the (B)(6) for removal. This required a thoracoscopic procedure under ga that he would probably not have needed if it hadn't fractured. I asked for the piece to be sent back to the company for them to have a look at it to see if there was a technical issue resulting in the break. Impact on patient: he needed a surgical procedure to have it removed and a new one placed under general anaesthesia. The device fractured beyond the cuff that is placed subcutaneously. Additional information received 26-april-2016: customer has put hold on sample. They are not releasing to us. Account manager still in discussion. Additionally, there is some discrepancy regarding whether the sample is actually a carefusion product. According to the customer, the original dr says he definitely did not use a pleurx however the sample that is on hand is a pluerx.